Event description:
A non-health care professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Subsequently the lens was removed and replaced with an unspecified replacement lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received the lens was replaced with a non-company lens.